Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, thrombosis occurred. The target lesion was in the left anterior descending artery (lad). The pt had a 2.5x12mm taxus express2 drug eluting stent (des) implanted to treat the target lesion. Approx 2 years later, the pt experienced chest pain and thrombosis was discovered in the lad. An unk type 2.5mm balloon catheter was inflated several times to treat the thrombosis with "excellent" results. It was reported that the pt had taken plavix for 18 months after the 2.5x12mm taxus express2 des was implanted and was taking warfarin and aspirin at the time of the thrombosis event. There were no additional complications reported with the pt's current condition listed as "stable" post procedure. Additional info has been requested but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.